Event description:
Reportedly, the patient entered in the urgencies due to consecutive shocks (total 31 shocks). After the interrogation of the device it was verified that all the shocks available on the memories of the device were inappropriate. All therapies (shocks and atp) were turned off and the patient was hospitalized to perform a re-intervention. On the (B)(6) the re-intervention was performed; the lead and ICD will be returned for analysis.